Manufacturer narrative:
The event occured on a sample collected in a edta purple top tube and tested approximately 9 hours after collection. Controls preceding and following the event were within specifications. Investigation is in process: raw data files were received on (B)(4) 2013 and analysis is pending. Evaluation of labeling: per instructions for use (B)(4), system wbc limitations include among others, microlymphoblasts, very small lymphocytes and fragmented white cells. Beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. This MDR is related to the following mdrs: 1061932-2013-02310, 1061932-2013-02311.

Event description:
The customer reported that a blast specific flag was not generated when using the unicel dxh 800 coulter cellular analysis system. The event occurred on a single sample, run on two separate days, on two different dxh 800 instruments. The presence of blasts in the sample was confirmed by manual differential enumeration. There was no death nor injury or change to patient treatment attributed to this event as there was no erroneous results reported out of the laboratory.